Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella cp was undeliverable through the iliac stents. After a second unsuccessful attempt, the case was aborted.

Manufacturer narrative:
The impella device was not received from the customer. The root cause of the delivery issue - anatomy was most likely due to patient condition due to iliac stents in the patient.